Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd unknown extension set leaked at the filter. The following information was provided by the initial reporter: from staff: 60-inch extension set with 0.22 micron filter was found to be leaking where filter is on the IV line. This line was infusing heparin 0.5 units/ml in sodium chloride 0.45% 10 units at 1ml/hr through PICC line.

Manufacturer narrative:
Per the medsun- the material number provided corresponds to a prefilled syringe. The event description however is for IV tubing. Follow-up with the customer for clarification with no response from the customer. This MDR is filed for the IV tubing as there is no information regarding an event occurring with the prefilled syringe other than a material number. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E4. The initial reporter also notified the FDA. See related report number grid.